Event description:
Pt underwent a ureteroscopy procedure with laser lithotripsy on (B)(6) 2013. The pt was later evaluated for hematuria and pain. Images taken revealed a suspected retained foreign body in the kidney. On (B)(6) 2013, the pt underwent a second ureteroscopy procedure and the foreign body was identified as a fragment of the guide wire used in the (B)(6) 2013 procedure. MFR ref #1820334-2013-00362.